Manufacturer narrative:
We have not received the complaint device for investigation. Therefore, we could not conclusively determine the root cause of the incident. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that the pruitt f3-s polyurethane carotid shunt balloon ruptured in the common carotid during a procedure. No injury was reported to the patient.